Event description:
It was reported the programmer rf (radio-frequency) head does not work. The rf head needs to be checked for telemetry and was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer powered up to an error, however the hard drive was reconfigured and the software reloaded as a preventative. Analysis did find that the system fan was noisy, and it was replaced, that the solder joints of the radio frequency (rf) head connector were cracked, therefore the link electronic module (lem) board was replaced and calibrated and that the tabs of the power cord bay door were broken so the power cord bay was replaced. Product ID (B)(4) radio frequency programmer head; product ID (B)(4) software analyzer.

Event description:
It was reported that the programmer had a "fatal" error. The programmer was returned for service. Follow-up determined that the error occurred during initial power-up and that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067, radio frequency programmer head; product ID 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.